Event description:
The pt received two scs leads with the same lot number. It was reported the pt (B)(6) felt his leads had moved and is experiencing unintended stimulation in his forearm. The pt's intended pain pattern is the left medial wrist. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.